Manufacturer narrative:
The product was not returned for investigation and the reported failure mode was not confirmed. Alleged failure: image loss. Probable root cause: light cable; optics; leds; main board; jaw assembly; bent esst contact; inconsistent esst contact; cable pull out; camera head; firewire cable; software; front board; power supply; thermal switch; ac inlet board; ac inlet filter; touch screen; workmanship; inadequate air flow; inadequate calibration; excessive lint buildup inside the unit; use errors. The failure mode will be monitored for future reoccurrence. H3 other text : 81.

Event description:
It was reported that there was loss of light.

Event description:
It was reported that there was loss of light.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.